Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Pump smells burnt, cases are separated and cracked, battery door is broken off. Power supply board has been blown, cases are damaged. The root cause of the reported issue was able to be determined as customer use. Actions were taken to mitigate the reported issue: replaced power supply board - replaced top and bottom cases. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. .

Event description:
It was reported that components were burnt and the device was dropped. No patient injury was reported.